Event description:
It was reported that the user announced a dinner meal that was higher in protein and lower in carbohydrates than expected and experienced hypoglycemia during sleep, with a lowest blood glucose of 40 mg/dl and approximately 30 minutes out of range; the user treated with oral carbohydrates and acknowledged receiving device low-glucose alerts. Symptoms included hypoglycemia accompanied by dizziness and lethargy. Outcomes included self-treatment without outside assistance or medical intervention. Investigation included user interview, troubleshooting, and education regarding meal announcements and meal size estimation. Investigation of this case revealed incorrect meal size announcement as the likely contributor to low glucose. It was concluded that the event was user-manageable with oral carbohydrates and that education on accurate meal announcements was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.